Event description:
The field service representative (fsr) reported that during field service installation of a reconditioned electronic patient gas system (epgs), the maximum gas flow was only 9.1 liters per minute (lpm). Since the event occurred during field service installation, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.